Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was unknown. The reason for use was unknown. It was reported that the pump and the catheter that was implanted on (B)(6) 2018 was removed the same day because it was infected. There were no further complications reported/anticipated.

Event description:
Additional information received from a manufacturer representative (rep) on 2018-jul-15 indicated there was no record of a pump and catheter implant/removal for this patient in (B)(6). It was clarified with the rep that was at the procedure on (B)(6) 2018 and verified with hospital on (B)(6) 2018 that the procedure on (B)(6) 2018 was just a pump and catheter implant. Later, on (B)(6) 2018, the pump and catheter were explanted due to an infection. There were no notes in the patient's charts/file for the cause of the infection. It was noted that the cause of the infection was not determined and it appeared to be procedural. The reps were not made aware of the explant or infection until the day of the new implant on (B)(6) 2018. It was noted that the affected pump that was removed was the one shown explanted on (B)(6) 2018. It was noted that the pump and catheter will not be returned to manufacturer for analysis. It was noted that the issue was resolved. The patient's weight was 87 pounds. No further complications were reported.

Manufacturer narrative:
Please note that the aware date of this event is 2018-jul-02 and not 2018-jul-03 as previously reported. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.